Event description:
It was reported that as the scrub tech went to hand the surgeon the implant that the tech noticed a large flake of material on the surface of the implant. A different articular surface was used to complete the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.